Event description:
It was reported that the bd ultrasafe x225l png clear pre activated prior to use. The following was recieved from the initial reporter: "when removing the pre-filled syringe from the primary packaging, the needle guard opened by itself without any further manipulation." The syringe is not manufactured by bd , please perform manufacturing and root cause investigation. Was there any incident during the manufacturing activities that can be related to the reported issue? Please note, the sample will not be sent , photos will be attached.

Manufacturer narrative:
H.6. Investigation summary: confirmed: reported condition was observed at bdm-ps.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultrasafe x225l png clear pre activated prior to use. The following was received from the initial reporter: "when removing the pre-filled syringe from the primary packaging, the needle guard opened by itself without any further manipulation." The syringe is not manufactured by bd , please perform manufacturing and root cause investigation. Was there any incident during the manufacturing activities that can be related to the reported issue? Please note, the sample will not be sent, photos will be attached.